Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The caller stated that the patient claimed that the ins has not been functional for 10 years. Troubleshooting was not required. The issue was not resolved through troubleshooting. Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient said their recharger quit working 9 years ago and they were not able to charge their implant since then. The representative (rep) did not try to jump start the implant. Patient said they did not want to get the same implant because it did not go high enough without the highest setting putting them flat on their back in bed and they lived alone and could not be flat in bed because it worked basically like a strong tens unit which would jump your nerves. Agent reviewed with patient that the implant's life was beyond 9 years and redirected patient to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.